Event description:
It was reported that the patient needed assistance with turning the device off as she did not remember how to do it. The patient was assisted in turning the device off and setting the amplitude at 0.0. The patient stated that she was in the hospital and had been there since monday. The patient stated that the healthcare provider (hcp) thought the device was interfering with the patient¿s heart rate. The patient was not sure if the hcp meant it was interfering with her heart rate directly or with the device that checked her rate. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v435851, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).